Event description:
It was reported that the left ventricular (lv) lead exhibited high, out-of-range pace impedance measurements. The lv lead remains in service. No adverse patient effects were reported.